Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an error message (fill strip). The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2017 at 9 am. The patient was unable to confirm how she manages her diabetes or if she made any changes to her normal diabetes management. The patient alleges that approximately 2 hours after the alleged meter issue she developed symptoms of ¿headache and nausea, very high blood sugar¿. The patient reported that on (B)(6) 2017, at 11 am, in response to the symptoms, she attended the emergency room, and was treated by a health care professional with oral medication for diabetes (unknown type). No blood glucose results were given. During troubleshooting the csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required treatment from a health care professional after the alleged product issue began.